Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported right side event of capsular contracture, baker grade IV. Additionally, patient reported "prosthesis turned, so physician had surgery to put the prosthesis in place, but did not change the implant, kept the previous one (patient's second surgery), "felt severe pain under right armpit and even had an inguinal bubo", and had symptoms of capsular contracture. The device has been explanted.

Event description:
Healthcare professional reported right side event of capsular contracture, baker grade IV. Additionally, patient reported "prosthesis turned, so physician had surgery to put the prosthesis in place, but did not change the implant, kept the previous one (patient's second surgery), "felt severe pain under right armpit and even had an inguinal bubo", and had symptoms of capsular contracture. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe since it is a medical event and is not related to the device. Additional observations: crease flat observed on the device. Yellow particle observed on the device. No further actions are required as the device was implanted.